Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during preventative maintenance the pump module had been calibrated three times with three different rates. There was no patient involvement.

Event description:
It was reported that during preventative maintenance the pump module had been calibrated three times with three different rates. There was no patient involvement.

Event description:
It was reported that during preventative maintenance the pump module had been calibrated three times with three different rates. There was no patient involvement.

Manufacturer narrative:
Omit: a0507 - mechanics altered (2984), g04067 - hinge, b16 - device not manufactured by reporting manufacturer, c22 - appropriate term/code not available, d15 - cause not established. Additional information: imdrf annex a,b,c,d and g codes.